Event description:
Patient was revised to address cup loosening. There was some anterior bone ingrowth. Update (B)(6) 2011 - medical records were received. The revision operative report states that the acetabular cup was not loose, but was solidly fixed. Clinical history notes report that the patient wished to undergo revision surgery due to pain and discomfort.

Manufacturer narrative:
Patient was revised to address cup loosening. Patient was revised to address cup loosening. There was some anterior bone ingrowth. Doi (B)(6) 2007 - dor (B)(6) 2011 (right hip). Update (B)(4) 2011 - medical records were received. The revision operative report states that the acetabular cup was not loose, but was solidly fixed. Clinical history notes report that the patient wished to undergo revision surgery due to pain and discomfort. Lab report reflects elevated cobalt and chromium levels. The complaint was reopened to add the femoral head. Update (B)(6) 2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.